Manufacturer narrative:
The device has not been received for analysis. If any additional relevant information is received, a supplemental MDR will be submitted.

Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure, stent damage occurred. The physician had selected the 3.0x16 mm taxus express2 drug eluting stent (des) to treat an unk lesion. While examining the device during preparation, a bent stent strut was noticed. Another 3.0x16 mm taxus express2 des was used to complete the procedure. There were no pt complications reported.